Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient on impella 5.5 support experienced an gastrointestinal bleed which required heparin to be withheld. The patient had ongoing thrombocytopenia previous to the implant which continued while on support. Additionally, the impella 5.5 triggered a suction alarm and low placement signal during an episode of orthostatic hypotension while the patient was ambulating. Point-of-care ultrasound confirmed stable device position. No repositioning was required.

Manufacturer narrative:
Additional information added to d6b: explantation day, month and year.

Manufacturer narrative:
Codes added: hemodynamic instability, major bleed, renal failure, hypovolemia, retroperitoneal hemorrhage, fever, hypotension, additional device required, delay to treatment/ therapy, temporary impairment, medication required, surgical intervention, death, hemostasis, purge pressure high codes removed: false alarm/buzzer (a160105). Clinical assessment: 63 year old male presenting for extracorporeal life support decannulation and impella 5.5 insertion. Per ICU team the patient has previous history of pleiotrophin, hyperlipidemia, diabetes mellitus type ii, cerebrovascular accident ((B)(6) 2024) with mild expressive aphasia, and severe mitral regurgitation - repair of the mitral valve (29 mm tissue valve in 2016). Patient had ventricular tachycardia arrest at home with cardiopulmonary resuscitation performed by family in (B)(6). He then underwent a left heart catheter that demonstrated non obstructive coronary artery disease with left ventricular enddiastolic pressure of 22: he then had continued worsening of cardiogenic shock with a lactate of 4, rising cr and vasopressor requirement prompting a femoral labp placement. He was then transferred for additional workup and management. Patient was cannulated for extracorporeal life support, hemicolectomy with ostomy, had ir embolization or superior rectal artery. Later the revision of arterial cannula was done and ir angiogram of sma/ima with embolization of the left colic artery. Patient was then in (B)(6) inserted with impella 5.5. Increased to p9 flows 5.5l and ecls flows turned down. Rv failed and patient cannulated again with ecls. Coded for hemodynamic instability and additional device required. Patient had gastrinternal beedling and could not be started on anticoagulation - coded for major bleed and serious injury as well as delay to treatment. Ecls decannulated on day six of impella 5.5 support. One unit of platlets given, due to ongoing thrombocytopenia prior to impella placement - therfore not coded here. Continouss renal replacement therapy mentioned, but not in context to when it was first iniitiated - therefore conservatively coded to the impella pump here as renal failure and additional device required. Day nine of support, heparin had to be paused for rectal bleeding. Patient had to be started on total parenteral nutrition (tpn) due to gastrointernal bleeding - coded to temporary impairment and medication required. Pump previously oriented towards mitral valve, but no signs of clinically significant hemolysis. . Low purge flow was noted considering tissue plasminogen activator in purge but only if it drops further. Suction event overnight last night with temporary levophed requirement- additional medication already coded, self resolved with improved hemodynamics. Heparin on hold in setting of recurrent gastrointernal bleeding. Patient became orthostatic and had to be taken back to room in wheelchair - coded for hypovolemia. ¿placement signal low¿ and suction alarm during hypotension event. Team suspects over-pulling from the renal replacement therapy. Patient had to be operated on rectum pt in or for rectum surgery - coded conservatively to surgical intervention. Patient tried to be prepared for durabe left ventricular assist device support throughout the last months, was not able to be implanted due to various health concerns. After two months of support, which is beyond the recommended time in the instructions for use, patient received packed red blood cells - reason not made clear therefore coded retroperitoneal hemorrhage. Lvad delayed now that febrile with pelvic exploration in operating room today (mentioned as not impella related, but conservatively coded here for retroperitoneal hemorrhage and surgical intervention). Echo assessment showing impella too deep in ventricle with 6.3-6.5 cm. After more than 2.5 months of support the care was withdrawn and the patient expired, therefore conservatively coded to death. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Death was conservatively coded as most likely due to underlying disease and not device-related. Engineering assessment: during impella 5.5 pump support, the patient experienced low or blocked pump flow. Clinical stated the patient experienced a suction event overnight with temporary levophed requirement, which self resolved with improved hemodynamics. The patient received platelets as well as levophed to support the blood pressure. The patient also experienced "placement signal low" and suction alarm during hypotension event, though pocus showed impella in stable position. Issue self resolved with improved hemodynamics. Eventually, care was withdrawn and patient passed away.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.

Manufacturer narrative:
Correction: g4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/hypotension/hemodynamic instability/thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Optical sensor issue: the cause of the issue was not established as limited clinical information was provided, no data log abnormalities were observed and no product was returned. False alarm: the cause of the issue was not established as limited clinical information was provided, no data log abnormalities were observed and no product was returned. Device history review: the device passed all the post sterile inspection checks.